Manufacturer narrative:
Section a4. Weight: unknown, information was requested but not available. Section b3: date of event: unknown, not provided, but the best estimate date is prior to aug 13, 2024. Section d4: serial number: unknown; requested but not provided. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: unique identifier (UDI) number: unknown, as the serial number was not provided. Section d6a: implant date: unknown, information not provided. Best estimate date of implant date is about 20 years ago. Section d6b: if explanted, give date: not applicable as the device remains implanted. Section h3(no): the device was not returned for evaluation (the lens remains implanted) and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h6: health effect - impact code: 4625 yag (yttrium aluminum garnet). Attempts were made to obtain missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that an intraocular lens (iol) that was implanted approximately 20 years ago has developed calcification deposits on its posterior surface. Despite attempting a yttrium-aluminum-garnet (yag) laser capsulotomy, the doctor was unsuccessful in removing the deposits or smear off the lens, resulting in a decrease in the patient's vision to 20/50. The patient, who has preexisting conditions including diabetes and is suspected to have asteroid hyalosis, was using a lot of topical steroids that may have contributed to the formation of calcium deposits. The doctor is contemplating the possibility of explanting the lens and replacing it with a 3-piece lens but has not yet discussed this option with the patient. No further information was provided.